Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection via the naked eye identified a damaged female connector. Functional testing, including leak testing, clear passage testing and clamp function testing were performed and a leak was noted beneath the minicap. The reported issue was verified. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked iodine right after the minicap was capped. The exact location of the leak was not specified. This occurred, at the hospital, while in use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.